Event description:
It was reported that the device was prematurely at elective replacement indicator. It was further reported that the atrial lead fractured, had low impedance, high thresholds, no capture at maximum outputs and triggered a lead warning. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis found no anomalies.